Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead received shocks in sinus rhythm. The physician performed an invasive procedure and found pacing non capture. The physician elected to replace the entire system.